Event description:
It was reported that the customer experienced a past low blood glucose event with the specific cause unknown. The blood glucose level displayed as "low," but no specific value was provided. The customer consumed carbohydrates and glucose tablets to address the low level, and no third-party assistance was required. Tandem technical support advised the customer to consult with a healthcare professional to discuss factors potentially affecting blood glucose levels. Log review was performed by technical support and pump is functioning as intended.